Event description:
It was reported that when inserting the guide wire into the rotating hemostatic valve, resistance was felt and during advancement of the guide wire to the guiding catheter, the coating on the guide wire was observed to be peeling off. The guide wire was not introduced into the patient. Another guide wire was used to complete the case. There was no clinically significant delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The resistance with the guide wire and peeling of the guide wire was unable to be confirmed; however, there was teflon scraping noted which was likely what was reported. Based on a visual, dimensional, and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.